Manufacturer narrative:
On 15-sep-2020, it was found that the initial report was submitted with incorrect device information. The patient did not state that her implants were mentor devices and did not know the manufacturer of the devices that she experienced rupture with. Since mentor is not confirmed as the device manufacturer of the reported devices, the product investigation will not be continued. The relevant fields have been updated. A supplemental report will be submitted if additional information is received. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right-sided rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with an unspecified gel implant and experienced postoperative right-sided rupture. As a result, the patient underwent removal and replacement with an unspecified gel implant on (B)(6) 2009.